Manufacturer narrative:
The causality was assessed as assured, as of august 4, 2015, the product quality complaint group (pqc) group investigation results stated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (august 4, 2015): new information reported from the pqc group includes: product investigation summary results. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Third-degree burn [burns third degree]. Burn with burn blister, burning occurred after 30 minutes [burns second degree]. Open wound [wound]. Heatwrap was used in her panties [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to use thermacare heatwrap (thermacare menstrual), lot number j50374, expiration date october 2017, from an unspecified date to an unspecified date at an unspecified frequency for menstrual cramps. The patient medical history included radiation therapy (8 years ago). Concomitant medication included unspecified contraceptives. The heatwrap was used in her panties and after approximately 0.75 hour she removed the heatwrap as it was too hot, the patient experienced burn with burn blister, burning occurred after 30 minutes on an unspecified date. A third-degree burn at the belly was reported with a blister formation. Afterwards, open wound. A surgical treatment was not necessary. A treatment with an ointment was necessary to soften the pain. The action taken in response to the event for thermacare heatwrap was withdrawn and the patient recovered with sequel (scar formation). The event did not occur again after re-administration.

Event description:
Burn with burn blister, burning occurred after 30 minutes [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to use thermacare heatwrap (thermacare menstrual), lot number j50374, expiration date oct2017, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn with burn blister, burning occurred after 30 minutes on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn with burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn with burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.